Manufacturer narrative:
The customer reported problem was confirmed. The customer stated that there is no patient involvement.

Event description:
(B)(4). Customer called requesting assistance activating their production drug library. Failure device type: failure problem type: failure mode: case resolution: customer stated even though they transferred the correct configuration, the old data set was still on the unit. After verifying the unit was connected to the correct unit, we viewed the data set status through the 8015 options screen. Although longer then expected, we were finally able to see the updated data set transferring. After transferred, we cycled power and pressed yes for new patient to activate. Ended call. (B)(4).